Event description:
It was reported that there was early elective replacement indicator (eri) of the implantable pulse generator (ipg) due to chronic high right ventricular (rv) outputs. It was also reported that the rv lead had chronic high pacing threshold from lead micro-dislodgment. The rv lead was capped and replaced, and the device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis of the device revealed normal battery depletion and the device met expected longevity.